Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. During visual inspection, the braiding was intact and the shaft was broken 23.8cm from the hub. Blood was also seen in the hub. A coating confirmation test was performed and presence of coating was confirmed. Coating damage was evident along the coated length; however, there was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint states that the delivery catheter was washed rather than a continuous flush maintained. The blood seen in the hub would also indicate that continuous flush was not maintained. The most probable root cause has been determined to be use/user error as the dfu states: "continuous flush should be maintained to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade hi-flo microcatheter and guiding catheter, and b) the renegade hiflo microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06084. It was reported that the external sheath of the catheter was broken. A 150/20 renegade hi-flo catheter was used for a transarterial chemoembolization treatment of the biliary artery. During the procedure, the physician inserted the device through an unspecified delivery catheter. Upon extraction of the microcatheter, the external sheath of the microcatheter was broken and frayed in two points. The physician exchanged for another 150/20 renegade hi-flo catheter; however the same issue occurred. The physician then exchanged for a non-bsc microcatheter; however the procedure could not be finished. No patient complications were reported and the patients' condition was stable.

Event description:
Same case as MDR ID: 2134265-2014-06084. It was reported that the external sheath of the catheter was broken. A 150/20 renegade¿ hi-flo¿ catheter was used for a transarterial chemoembolization treatment of the biliary artery. During the procedure, the physician inserted the device through an unspecified delivery catheter. Upon extraction of the microcatheter, the external sheath of the microcatheter was broken and frayed in two points. The physician exchanged for another 150/20 renegade¿ hi-flo¿ catheter; however the same issue occurred. The physician then exchanged for a non-bsc microcatheter; however the procedure could not be finished. No patient complications were reported and the patients' condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).